Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected the procedure was completed by moving the patient to another room. The philips remote service engineer (rse) analyzed the system remotely and confirmed that flexvision monitor did not power on. Upon troubleshooting with customer, the customer stated that they turned on and off the system. The system came up completely and was able to fluoro, keys and the images were normal on monitor in control room, but the big screen was black. The fse visited onsite and upon function testing, the fse found that there was no output to flexvision monitor. The defective flex viewing pc was returned for analysis, and it concluded that the defective ram was causing boot issue. To resolve the reported issue, the fse replaced flex viewing pc and loaded the software. After this, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-012-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that the flexvision monitor turned off and did not power on. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.